Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. It is alleged that on (B)(6) 2015, the patient had unspecified injuries related to a defect in the sepramesh composite ip, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. It is alleged that on (B)(6) 2015, the patient had unspecified injuries related to a defect in the sepramesh composite ip and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with symptomatic left lateral incisional hernia thereby underwent laparoscopic assisted open repair with implant of sepramesh ip. Per operative notes, ¿hernia site was identified and adhesions were removed. Scar was excised and sepramesh ip was placed around the defect and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with infected mesh and chest wall defect thereby underwent open repair with removal of sepramesh ip mesh and implant of biological mesh. Per operative notes, ¿adhesions were removed and the infected mesh was seen rolled and removed. The wound was irrigated and sutured. The defect in the chest wall was repaired with biological mesh and sutures.¿